Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl. Doi: 10.1177/1708538117733909. Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 60mm abdominal aortic aneurysm. The patient had an aortic neck diameter of 40mm length measuring 23mm in length. It was reported that the patient experienced a type ia endoleak within 30 days of the index procedure. Approximately 2 months post the index procedure, the patient was hospitalized for acute kidney injury, delirium and suffered a myocardial infarction. It was reported that the patient expired 2 months post index procedure due to cardiorenal syndrome.